Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. Following the procedure, the pt reports that she has chronic, debilitating pain in the urethra and bladder and extensive obturator nerve damage. The pt has pain and numbness in the groin and legs. The pt is in the process of finding an expert surgeon to remove the device. Currently, the pt is taking "massive amounts of pain-killers" and is unable to enjoy sexual relations.

Manufacturer narrative:
Conclusion: no conlcusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the bacth met all finished goods release criteria.